Event description:
Customer reported no reactivity with e+ cells of vra142

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).